Event description:
It was reported while using an unspecified bd push button blood collection set a yellow like fluid is seen in the push button wingsets. No patient impact is reported. The following information was provided by the initial reporter: customer states there is a "yellow-like" fluid in our pushbutton wingsets. When the blood draw is started, it injects the fluid into the vein and loses its "glass of water" appearance.

Manufacturer narrative:
D4: catalog: unknown. D4: lot: unknown. D4: expiration: unknown. H4: device manufacture date: unknown. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As the catalog number is unknown. H6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.